Event description:
While the beckman coulter field service engineer (fse) was on site to troubleshoot an unrelated event, the customer reported that the red blood cell parameters was recovering low on controls for the coulter lh 750 hematology analyzer and the instrument was not analyzing patient samples. There were no erroneous test results associated with this event.

Manufacturer narrative:
The field service engineer (fse) recalibrated the red blood cell (rbc) parameter with the normal control resolving the low rbc issue and recommended the customer to calibrate with scal as soon as possible. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).